Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 50 mg/dl. The cause of bg was unknown. Reportedly, the customer declined to provide additional information regarding the event. Customer stated that bg was between her and her doctor.